Event description:
The event is reported as: a clip came off the vessel post operatively. The patient had to be re-opened to secure clip. No further details available. No patient injury reported.

Manufacturer narrative:
The device sample was returned for evaluation. The results of the evaluation are not available at the time of this report. A follow up report will be sent when completed.